Manufacturer narrative:
Suneva medical received a letter from patient's attorney relaying that his client was injected off-label in the decollette (mid-chest) area. As a result, his client has "suffered deformation of her chest area which prohibits her from living a normal life." The lawyer also relays the patient has pain and suffering and that since the injection "she has experienced constant pain and discomfort." No further information has been provided since receipt of the letter from the patient's lawyer, after multiple attempts by suneva. The injector name and injection information is unknown at this time; therefore use of bellafill dermal filler is unknown and cannot be confirmed.

Event description:
Suneva medical received a letter from patient's attorney relaying that his client was injected off-label in the decollette (mid-chest) area. As a result, his client has "suffered deformation of her chest area which prohibits her from living a normal life." The lawyer also relays the patient has pain and suffering and that since the injection "she has experienced constant pain and discomfort." No further information has been provided since receipt of the letter from the patient's lawyer, after multiple attempts by suneva. The injector name and injection information is unknown at this time; therefore use of bellafill dermal filler is unknown and cannot be confirmed.